Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed no disposable alarm was recorded in the event log multiple times. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a the upstream occlusion sensor and the downstream occlusion sensor. The downstream/upstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a display of clamp confirmation without cassette. The event occurred before patient use at the facility. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.